Event description:
My wife has essure; she had it since (B)(6) 2013. She has been having a lot of medical issues since. Every time I have had intercourse with her which is not often due to her pains, I have cuts on my penis, swelling, redness, and pain that lasts for a week. This only happens every time we have intercourse together same response every time!! This is not normal; something is wrong with this product is affecting me as well. This essure needs to be removed from the market!!! This isn't normal!!! This all started 6 months ago.